Event description:
It was reported that a patient experienced peritonitis. On an unknown date, the caregiver had a break in aseptic technique, which was further described as the transfer set had disconnected from the titanium adapter during peritoneal dialysis (pd) therapy. The caregiver reconnected the transfer set and started therapy. The patient was not hospitalized for this event. On an unknown date, the patient was treated with vancomycin (1g, intraperitoneally, two times a week for an unspecified time). At the time of this report the patient was recovered from peritonitis. The patient and caregiver were retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.